Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient underwent a right knee hemiarthroplasty in which the correct size tibial bearing was not available. The procedure was completed with a different size bearing and the patient presented with pain and 'spin out' approximately six months post implantation. A revision has been indicated but not reported to date.